Manufacturer narrative:
Device is a combination product. (B)(4). Promus element,mr,ous 4.00x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent identified stent damage and movement on the balloon. Damaged was noted across the entire stent. The stent had moved in a proximal direction on the balloon such that the proximal end of the stent was on the proximal balloon cone. The balloon was reviewed and no damage was noted to the balloon. Balloon folds were present but were slightly relaxed from their original folded position. It was not clear if any positive pressure had been applied to the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24-feb-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly calcified right coronary artery. The lesion contained a bend between a 45 and 95 degrees. After pre-dilatation, a 4.00x16mm promus element ¿ stent was advanced but failed to cross the lesion for the second time. The procedure was not completed and the patient was kept under medical supervision. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.